Event description:
Boston scientific (bsc) received information that the patient with the cardiac resynchronization therapy defibrillator (crt-d) has twiddler's syndrome and as a result, had dislodged their leads (right ventricular (rv) defibrillation lead, non-bsc right atrial (ra) pacing lead, and left ventricular (lv) pacing lead).

Manufacturer narrative:
A revision procedure was performed. The rv and ra leads were successfully repositioned. The lv pacing lead was unsuccessfully attempted for re-positioning and a second lv was also unsuccessfully attempted. The implanting physician could not find a vein that would capture. The device lv port was plugged. No further issues have been reported. No further information is available at this time. This event will be reopened should further information become available.